Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra fine¿ pen needles experienced a pen needle that would not detach. The following information was provided by the initial reporter: material no: 320122, batch no: 0028907. Date of event: unknown. After I inject myself, I have trouble removing the needle. I place the plastic hood , turn it and the needle does not come out. Please help me. I have used needle for several years.this is a new problem.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd ultra fine¿ pen needles experienced a pen needle that would not detach. The following information was provided by the initial reporter: material no: 320122, batch no: 0028907. Date of event: unknown. After I inject myself, I have trouble removing the needle. I place the plastic hood , turn it and the needle does not come out. Please help me. I have used needle for several years. This is a new problem.